Manufacturer narrative:
Updated: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, right femoral artery (rfa) access was used and a temporary transvenous pacemaker (ttvp) was inserted. The patient¿s starting rhythm was sinus with transient first-degree heart block. Serial dilations were performed with a 14 french and 16 french dilator. The delivery catheter system (dcs) was advanced through an 18 french non-medtronic sheath over a non-medtronic wire. The first and final deployment was performed with controlled pacing at 120 bpm and placement at 5 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc) using cusp overlap and commissure alignment obtained. Trace paravalvular leak (pvl) was noted and the mean gradient was 3 mmhg on transthoracic echocardiogram (tte). Two non-medtronic closure devices were used. The rhythm was unchanged and the ttvp was removed the same day. It was later noted that the patient went into heart block and was having a permanent pacemaker implanted. The patient was reported to be stable and valve functional with no further complications. Additional information was received that complete heart block (chb) and the need for a permanent pacemaker were noted three days following the valve implant, and the pacemaker was implanted three days later.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, right femoral artery (rfa) access was used and a temporary transvenous pacemaker (ttvp) was inserted. The patient¿s starting rhythm was sinus with transient first-degree heart block. Serial dilations were performed with a 14 french and 16 french dilator. The delivery catheter system (dcs) was advanced through an 18 french non-medtronic sheath over a non-medtronic wire. The first and final deployment was performed with controlled pacing at 120 bpm and placement at 5 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc) using cusp overlap and commissure alignment obtained. Trace paravalvular leak (pvl) was noted and the mean gradient was 3 mmhg on transthoracic echocardiogram (tte). Two non-medtronic closure devices were used. The rhythm was unchanged and the ttvp was removed the same day. It was later noted that the patient went into heart block and was having a permanent pacemaker implanted. The patient was reported to be stable and valve functional with no further complications. Additional information was received that complete heart block (chb) and the need for a permanent pacemaker were noted three days following the valve implant, and the pacemaker was implanted three days later. Additional information was received that the transient first-degree heart block was pre-existing and began prior to the implant procedure. Per the physician, the dcs did not cause or contribute to the adverse event.

Manufacturer narrative:
Updated: b5, b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, right femoral artery (rfa) access was used and a temporary transvenous pacemaker (ttvp) was inserted. The patient¿s starting rhythm was sinus with transient first-degree heart block. Serial dilations were performed with a 14 french and 16 french dilator. The delivery catheter system (dcs) was advanced through an 18 french non-medtronic sheath over a non-medtronic wire. The first and final deployment was performed with controlled pacing at 120 bpm and placement at 5 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc) using cusp overlap and commissure alignment obtained. Trace paravalvular leak (pvl) was noted and the mean gradient was 3 mmhg on transthoracic echocardiogram (tte). Two non-medtronic closure devices were used. The rhythm was unchanged and the ttvp was removed the same day. It was later noted that the patient went into heart block and was having a permanent pacemaker implanted. The patient was reported to be stable and valve functional with no further complications.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0013298788); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0013238843); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.